Event description:
A customer reported an issue with their freestyle flash meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete and results are available. Customers and retailers have been informed through the adc fa16may2006 letter.